Event description:
After a plcr75b reload has been fired in a pancreato-duodenectomy procedure, it was noted that the staples were underformed. The health of the patient was not adversely affected by the event.

Manufacturer narrative:
Both the plcr75b reload and the plc75 stapler into which it has been installed were returned for investigation. Neither device was damaged. When fired, properly formed staples were deployed. The root cause of the alleged malfunction could not be determined. Evaluation summary: plc75 worked as intended. Reload was never fired in the field. Reload worked as intended. See scanned pages.